Manufacturer narrative:
Discussion: the age of the wheelchair at the time of the incident was 10 years, 4 months. This is more than double the effective lifetime of this particular wheelchair model (effective lifetime = 5 years 0 months). All wheelchair materials will fatigue over time and, therefore, cannot be designed out. Sunrise medical wheelchairs are designed to be as safe as possible, however, material fatigue is an inherent risk of all materials and is why an effective lifetime of 5 years was established. Conclusion: due to the age of the wheelchair, it is presumed that the malfunction was due to material fatigue. This is not an issue with design, manufacture, or assembly. Effective lifetime of the product is 5 years 0 months and the age of the wheelchair at the time of the reported event was 10 years 4 months. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
End user was leaning forward and holding on to armrest handle while she was reaching for something in front of her, the front handle on the lower armrest snapped and the user fell forward on her face resulting in a bruised face. Patient is currently a patient in an extended health care facility and was checked out by staff, but no medical interventions were necessary.